Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing segments/partial display due to cracked and bleeding on lcd glass. Cosmetic damage was confirmed at the lcd screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a crack on the screen of the pump. The customer reported no adverse events. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer confirmed the location of damage was crack on the front screen. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump, and mmt-1885 was returned for analysis.